Manufacturer narrative:
The product was decontaminated and inspected. The clip applier was received with the jaws clearly bent. This type of damage is seen when the clip applier is misused. The root cause is mishandling in the field. Several attempts have been made to obtain pt info associated with this complaint from the hospital by the regulatory coordinator with no results; this is why the pt info is blank.

Event description:
The clips were not staying on the tissue or vessel. The bile duct had to be tied off manually to prevent leakage during a cholecystectomy. The patient was not harmed.